Event description:
Information received from the field does not address the patient's clinical status but notes that the device changed from vvir to vvi and upon interrogation, indicated back-up code c.